Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead, implanted: (B)(6) 2013; 5076-45 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient¿s family member that the patient is deceased and died approximately three months after implantable cardioverter defibrillator (ICD) system was replaced. It was further reported that the patient had an infection that was ¿under control per infectious disease md, but did not resolve.¿ the patient¿s family member reported the patient came out of implant surgery ¿different, emotionally and physically¿ with challenges with communication but no sign of a stroke. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The device system was returned to the manufacturer from the family with information noting the cause of death as sepsis. (B)(4).